Event description:
The caller reported an error with their continuous glucose monitor, specifically cgm error 42. The error did not adversely impact the customer¿s blood glucose level. Technical support provided the caller with instructions to reset the pump, and after following the guidance, the error did not reappear, allowing the caller to successfully start the sensor session again.